Event description:
The customer alleged a disinfectant solution leak. The facility biomed noticed the leak when he changed the water filtration system (wfs) filter. Advanced sterilization products (asp) contacted the customer, she stated cidex opa solution leaked onto the floor. No injuries were involved. An asp field service engineer (fse) assessed and repaired the unit on site. The customer stated the unit is currently in operation.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The field service engineer (fse) repaired the unit by replacing the disinfectant reservoir. The issue was resolved.